Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies in an attempt to resolve the issue. The customer went to the emergency room (ER) and was subsequently admitted to the hospital due to an elevated blood glucose level that ranged from 600 mg/dl to 1000 mg/dl. Upon being admitted to the hospital the customer was unconscious, sick, and nauseous. Customer was treated with intravenous insulin, potassium and magnesium pills, and saline. Customer was released from the hospital, however, the customer did not recall the exact discharge date. Reportedly, the customer experienced psychological issues due to the hospitalization.